Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. The customer stated that the insulin pump would reject batteries at times and that rewinding was slower. The customer also reported that the buttons would be hard to press. Troubleshooting was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify rewind, prime or fill anomaly, battery out limit alarm, back light anomalies and no motor error alarm due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed. (B)(4).